Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the clinic after receiving shocks. The patient presented to the clinic, and interrogation of the implantable cardioverter defibrillator revealed that the patient had received two shocks for ventricular fibrillation, both of which were inappropriate. Relatedly, it was discovered via x-ray that the right ventricular lead had become dislodged into the atrium, which caused the inappropriate shocks due to oversensing of noise. The physician suspects the dislodgement was due to twiddler's syndrome. Pacing was turned off until the lead was explanted and replaced. The patient was in stable condition throughout.